Event description:
A pt reported in a meter versus lab comparison, surestep meter read a blood glucose level of 165mg/dl versus a lab level of 135mg/dl. Comparison was performed within 2 hours. No symptoms were reported. Pt stated was using alcohol to clean the meter, a practice warned against in the MFR's owner manual. No allegations of harm have been made.